Event description:
The customer observed a lower than expected, non-reproducible vitros glu result on a single patient sample when compared to the repeat result, processed on a vitros 250 chemistry system. Patient 1 vitros glu result < 10.0mg/dl versus expected 143.0mg/dl biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected result was not reported outside the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected, vitros glu result was obtained from a patient sample processed on a vitros 250 instrument. Investigation was unable to identify an assignable cause. Based on historical quality control data there was no evidence that the vitros glu slide malfunctioned, and within run precision testing using prescribed vitros assays was acceptable indicating acceptable instrument performance at the time the precision testing was performed. However, given the fact other vitros assays were affected but not of the same magnitude, an unidentified, transient instrument related issue is suspected as the cause of the event. A definitive assignable cause for the event could not be determined.